Manufacturer narrative:
The customer stated that the qc recovery was acceptable. The customer performed 1:2, 1:4, 1:8, 1:16, and 1:32 dilutions. Product labeling states "the recommended dilution is 1:2 (either automatically by the analyzers or manually)." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 74751601 with an expiration date of 31-jan-2025. The field service engineer inspected the analyzer and determined that the sample-reagent tube had caused the event. He then replaced this part. The customer performed calibration and qc with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys probnp g2 (probnp ii) results from three patient samples tested on the cobas e411 rack. Sample (B)(6). The initial result was not reported outside of the laboratory as the reporter expected that an initial result greater than 35,000 pg/ml would have a dilution result of over 35,000 after calculation, as it did in their sister laboratory. On (B)(6) 2024: the initial result of the undiluted patient sample was >35000 pg/ml with a data flag. The first repeat result with the patient sample at 1:2 auto dilution was 5617 pg/ml. The second repeat result with the patient sample at 1:2 auto dilution was 2952 pg/ml. The third repeat result with the patient sample at 1:2 auto dilution was 5297 pg/ml. The fourth repeat result with the patient sample at 1:2 auto dilution was 2959 pg/ml. On (B)(6) 2024: the fifth repeat result of the undiluted patient sample was >35000 pg/ml with a data flag. The sixth repeat result with the patient sample at 1:2 auto dilution was 10923 pg/ml. On (B)(6) 2024: the seventh repeat result with the patient sample at 1:2 manual dilution was >35000 pg/ml with a data flag. The eighth repeat result with the patient sample at a 1:4 manual dilution was >35000 pg/ml with a data flag. The ninth repeat result with the patient sample at 1:8 manual dilution was 20523 pg/ml (the calculated final dilution result was not provided). The tenth repeat result with the patient sample at 1:16 manual dilution was 8895 pg/ml (the calculated final dilution result was not provided). The eleventh repeat result with the patient sample at 1:32 manual dilution was 4935 pg/ml (the calculated final dilution result was not provided). Sample (B)(6). On (B)(6) 2024: from the reporter's laboratory: the initial result of the undiluted patient sample was >35000 pg/ml with a data flag. The first repeat result with the patient sample at 1:2 autodilution was 848.8 pg/ml. The second repeat result of the undiluted patient sample was >35000 pg/ml with a data flag. The third repeat result with the patient sample at 1:2 autodilution was 797.8 pg/ml. From the sister laboratory: on (B)(6) 2024: the initial result of the undiluted patient sample was >35000 pg/ml with a data flag. The first repeat result with the patient sample at 1:2 autodilution was 34551 pg/ml. Sample (B)(6). On (B)(6) 2024: from the reporter's laboratory: the initial result of the undiluted patient sample was >35000 pg/ml with a data flag. The first repeat result with the patient sample at 1:2 autodilution was 6297 pg/ml. The second repeat result with the patient sample at 1:2 autodilution was 4983 pg/ml. The third repeat result with the patient sample at 1:2 autodilution was 4153 pg/ml. The fourth repeat result of the undiluted patient sample was >35000 pg/ml with a data flag. The fifth repeat result of the undiluted patient sample was >35000 pg/ml with a data flag. The sixth repeat result with the patient sample at 1:2 manual dilution was >35000 pg/ml with a data flag. The seventh repeat result with the patient sample at a 1:4 manual dilution was >35000 pg/ml with a data flag. The eighth repeat result with the patient sample at a 1:8 manual dilution was 22532 pg/ml (the calculated final dilution result was not provided). The ninth repeat result with the patient sample at a 1:16 manual dilution was 8650 pg/ml (the calculated final dilution result was not provided). The tenth repeat result with the patient sample at a 1:32 manual dilution was 4063 pg/ml (the calculated final dilution result was not provided). From the sister laboratory: on (B)(6) 2024: the result of the patient sample at 1:2 autodilution was 70000 pg/ml with a data flag.